Manufacturer narrative:
There was no medication involved in this incident. Patient's significant hyperpigmentation (blue-gray) on lesions is the result of chrysiasis, so this is a permanent injury/impact on the patient. User error contributed to this incident since the operator of the device did not ask if the patient had received a gold therapy. A patient who is receiving or had received a gold therapy is listed as one of the contraindications in the clinical reference guide. Therefore a patient with this exposure would not be an appropriate candidate for the laser procedure. This information was revealed to the operator after the laser procedure, in which the patient had received gold injections 30 years ago. The device was not evaluated due to the user error involved in this incident. Hyperpigmentation is an expected transient side effect from laser procedures, but in this particular incident due to the severity of the patient's impact, this is a reportable incident.

Event description:
Patient had significant hyperpigmentation (blue-gray) on lesions from a laser procedure.